Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use were observed. Visual analysis revealed that the proximal extension line was severed adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed that a large portion of the proximal line was stretched/narrowed, which is damage consistent with undue force applied by the customer. Severe kinking was also observed on the catheter body; however, as the customer makes no reference to this, the circumstances behind this kinking cannot be verified. The point of separation on the proximal extension line measured 9mm from the juncture hub. The proximal extension line outer diameter measured 1.82mm, which is not within the specification limits of 2.13mm-2.21mm per the proximal extension line product drawing. The proximal extension line inner diameter at the point of separation measured 1.3208mm, which is not within the specification limits of 1.42mm-1.50mm per the proximal extension line product drawing. The discrepancy with the proximal line outer/inner diameters is further evidence to suggest the line was stretched. Functional testing was not required as part of this complaint investigation due to the nature of the damage. A manual tug test confirmed that the proximal and distal extension lines were secure within the luer hubs and juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested". The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the proximal line was severed directly adjacent to the juncture hub. Further visual and dimensional analysis revealed that the proximal extension line was severely stretched/narrowed, which is damage consistent with undue force. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the catheter was found torn during use on a patient. Therefore, it was removed and replaced with a new one. No harm to the patient was reported. The insertion site was the groin.

Event description:
It was reported that the catheter was found torn during use on a patient. Therefore, it was removed and replaced with a new one. No harm to the patient was reported. The insertion site was the groin.

Manufacturer narrative:
Qn #(B)(4).